Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient is being referred for reimplant. The patient's device was previously explanted in april due to the implant incision opening up and possible infection. Information was received from the physician which stated that the believed cause of the vns incision wound opening and possible infection is due to patient physiology. It was stated that the believed case of the infection is due to patient physiology as well. The generator was explanted. Device history records were reviewed for the patient's devices and devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.